Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient experienced shocking at the battery site. Per the hcp the patient had their device replaced two years ago and turned it off a year ago due to shocking sensation in the ipg pocket. Patient had been doing well on medications and opted to have it removed. The rep didn't get to speak with the patient so they did not have any further information to report. The issue was resolved.

Manufacturer narrative:
Other applicable components are: product type: lead, product ID: 978b128, lot #: va2ms8x. Product type: lead, product ID: 978b128, lot #: va2ms8x, implanted: on (B)(6) 2022, explanted: on (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the device was not returned, the customer discarded the device.